Manufacturer narrative:
The device was returned to an olympus third party repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope error e237 occurred due to fluid evidence, contamination, and corrosion in the plug body of the scope connector. The most probable cause was traced to a component failure. Regarding the contamination in the plug body, the cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported e237 scope error during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.